Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 301 mg/dl while using the ilet system after a supply change. It was identified during the call that the user had not primed the tubing before attaching the infusion site, allowing air to enter the line; the agent provided troubleshooting and education, and a proper supply change was completed. Customer care provided support that included remote troubleshooting focused on supply change practices. Investigation of this case revealed user technique error related to tubing priming during cartridge and site change, which can result in inadequate insulin delivery and hyperglycemia. No clinical symptoms associated with delay in treatment that resulted in hyperglycemia reported. Outcomes included no hospitalization or medical interventions. It was concluded, based on previously established findings for similar reports, that the cause was user technique error leading to air in the infusion line and transient hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.